Event description:
The customer reported tubing disconnected from the drip chamber which resulted in fluid leaking onto the floor. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.